Manufacturer narrative:
Technician found that the bed exit alarm was not working. Due to bed exit detection assembly part # (B)(4) was not working. Changed out the assembly to resolve this issue.

Event description:
Complaint received alleged that the alarm was not working to notify when patient got out of bed.